Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 537mg/dl. The customer experienced vomiting and stomach ache. The customer mentioned having a site infection possibly due to scar tissue or body infection. The mother called and stated that the insulin pump was lost the day of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.